Event description:
During a procedure, it was reported that the curve f was broken of the thermocool® smart touch¿ bi-directional navigation catheter. The physician finished the procedure with another like device. There were no consequences to the patient. On (B)(6), failure analysis lab found damage on the shaft (bent and broken - internal parts exposed) of the returned product complaint. Due to the potential risk to the patient, it was determined for this complaint to be reportable. Awareness date changed from (B)(6) to (B)(6) 2014

Manufacturer narrative:
The device investigation is still in progress. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4) during a procedure, it was reported that the curve f was broken of the thermocool smart touch bi-directional navigation catheter. The physician finished the procedure with another like device. There were no consequences to the patient. On april 17th, failure analysis lab found damage on the shaft (bent and broken - internal parts exposed) of the returned product complaint. Upon receipt, the device was visually inspected and shaft was bent and broken open about 22 mm (millimeters) from transition area shaft and tip lumen leaving broken braid and internal parts exposed. In addition, the shaft was bent with white stress marks about 7.2 cm (centimeters) from client clip. These conditions were not originally reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. Due to the exposed braid, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. Per the reported event, a deflection test was performed and catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The customer complaint was confirmed. An internal corrective action has been opened to investigate each issue accordingly: broken shaft and t bar.